Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when using the stapler to complete the final stapling of the tissue during an open lobectomy, the surgeon was able to press the green button and squeeze the handle but nothing happened when they clamped it on the tissue. The surgeon used another product to complete the case. There was no patient injury.